Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery cap contacts.